Manufacturer narrative:
Unit received with blank display, problem isolated to motherboard. Unable to perform operating currents, self-test, unexpected restart alarm error test and displacement test or verify low battery alarm due to blank display.

Event description:
Customer reported via phone call that insulin pump had blank display. Customer¿s blood glucose was unknown at time of incident. Customer performed troubleshoot and display did return. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.